Event description:
It was reported that the patient was recharging their implanted neurostimulator (ins) this morning when they got a message on the handset that said the recharger battery level was at 20%. The patient was concerned because they had never seen that message before, but they were able to continue charging the ins to 100%. The caller confirmed that the patient always docks the recharger when not in use. The caller thought the recharger might not have been seated in the dock properly, so they placed it in the dock and ensured it was seated properly. The caller mentioned that they recharger had been in the dock for a couple of hours, but it only got to 70% and it didn't seem to be incrementing. However, during the call the recharger battery level incremented to 75%. Agent advised the caller to keep the recharger docked and allow more time for it to reach a full charge. The caller was advised to call back if the recharger does not reach a full charge. No symptoms were reported. Additional information was received from a patient's representative regarding an external device. The reason for call was caller reported they noticed saturday night the lights on the recharger were rolling green and they could not turn it on or off. Consumer said they have tried rebooting the charger by holding down the power button for 45 seconds, both while on and off the dock plugged into power and off the dock, but that did not resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200 and serial/lot #: (B)(6). H3. Analysis if wireless recharger (serial no # (B)(6)) found "led's scroll continuously device is unresponsive". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.